Event description:
Additional information received indicates that surgical intervention was undertaken wherein the lead was explanted. This addressed the issue.

Manufacturer narrative:
A patient experienced ineffective stimulation due to low impedance was reported to abbott. X-rays were taken and confirmed the lead has migrated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient was not receiving effective stimulation. Diagnostic testing revealed low lead impedance values. X-rays were taken and confirmed the lead has migrated. Surgical intervention may be pending to address the issue.